Event description:
It was reported that shaft break occurred requiring additional intervention. The target lesion, which was 85% stenosed, was located in the mildly tortuous and moderately calcified left main artery. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for dilatation. However, during the removal of the device after stent deployment, the shaft broke. An additional guidewire was placed, and a balloon was utilized to pin the broken device, successfully extracting everything from the body. The procedure was then completed using an alternate device, and no patient complications were reported.